Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2018; dtma1qq crtd, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an infection occurred. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted and the patient treated with antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed no anomalies were found. If information is provided in the future, a supplemental report will be issued.